Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found tip clamps at positions #2, #4, and #9 failed force gauge test. The fse replaced the tip clamps at positions #2, #4, #9, checked and cleaned all others, and verified proper alignment and calibration of x-arm. The instrument was tested without further problems and was returned to expected operation.